Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use. (B)(4). Physio-control evaluated the device. From the downloaded electronic patient record and key log it was verified that the device had powered off. The reported issue could however not be reproduced. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device powered off twice while it was used to monitor a patient. The first time the device powered off immediately after a non-invasive blood pressure measurement was done. The second time the device was only used to monitor the patient. There was no adverse patient outcome reported.